Event description:
It was reported that the patient experienced high blood glucose and it was corrected by corrective bolus via insulin injection (b)(6) 2026.

Manufacturer narrative:
E1: Patient city: (b)(6),Patient country: Poland,Name: Medtronic Minimed,Street: (b)(6), Country: USABased on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.